Manufacturer narrative:
H3: no product returned, but photos were provided. Visual inspection of photos provided was done. Batteries looked to be in poor condition with visible cracks seen on some of the batteries in the pictures. The cause of the cracks was probably due to physical damage. No further action was taken.

Event description:
It was reported that the rechargeable battery pack housing is cracked or damaged. The results of the investigation found that the batteries looked to be in poor condition with visible cracks seen on some of the batteries in the pictures. There was no patient involvement, and no patient harm/adverse event reported.